Event description:
It was reported through receipt of an incomplete legal complaint that following a cardiac catheterization a 6f angio-seal vip was deployed in the left femoral arteriotomy. Arterial access for the procedure was stated as being difficult. After unsuccessful attempts in the right femoral artery, access was gained in the left femoral artery and a venous sheath was placed in the right femoral vein because peripheral IV access had been lost. The heart catheterization revealed a 20% occlusion of the left anterior descending artery. During angio-seal deployment, the patient complained of pain. Following the procedure, the patient experienced pain and a groin check revealed a right leg hematoma. The patient was discharged. Twenty seven days later, the patient experienced shortness of breath and was seen by the physician. The patient then reported to the physician progressing symptoms of left leg claudication. Which began two days after the heart catheterization. An ultrasound revealed an arterial blockage. The patient underwent a patch angioplasty 20 days later. Allegedly, a collagen like mass of material was removed from the blood vessel at the site of the angio-seal. Ten days after the surgery, the patient developed a wound dehiscence. Following surgery, the patient experienced further left leg claudication and additional surgery.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instrument for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.